Manufacturer narrative:
Corrected data:

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volift¿ with lidocaine in the medial cheek, bilateral. 3 months later, patient began to react in 2 unspecified regions. Edema and inflammation experienced. Patient visited the emergency room twice. Amoxicillin was provided as treatment. It is unknown if symptoms resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with juvéderm® volift¿ with lidocaine in the medial cheek, bilateral. 3 months later, patient began to react in 2 unspecified regions. Edema and inflammation experienced. Patient visited the emergency room twice. Amoxicillin was provided as treatment. It is unknown if symptoms resolved.